Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to take specific steps, including adjusting the tubing and delivering a bolus; however, the occlusion alarm persisted. The customer was unable to continue troubleshooting and requested a follow-up call, but multiple attempts to contact them were unsuccessful, leading to the closure of the case.